Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted. Oxiris has been temporarily approved for use in the us under emergency use authorization (B)(4) with a specific indication to treat patients with covid-19 infection.

Event description:
It was reported that during priming with an oxiris set, an external fluid leak was observed from the bottom of the filter. Priming was discontinued and a new set was set up with no issue noted. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection of the sample observed the blood header was cracked. A pressure test was performed, and a leak was observed at the level of the assembly of the lower blood header. The reported issue was verified. The most probable cause of the condition is due to a shock occurred during shipping. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.